Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures (inflation issues) was not confirmed as during returned device analysis, the balloon fully inflated and maintained pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It is possible that there was an inadequate connection with the indeflator during inflation/deployment, causing the reported activation failure including expansion failures (inflation problem); however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures (inflation issues). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous left anterior descending coronary artery that was heavily calcified. The xience alpine stent was advanced to the lesion, but the balloon failed to inflate and the stent failed to deploy. The device was removed without reported issue. There was adverse patient effect or a clinically significant delay in the procedure. Another xience stent was used to complete the procedure. No additional information was provided.